Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to charge the installed battery. It was noted by the customer that the ac module and power cord were replaced in an attempt to troubleshoot the failure but the issue remained. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.